Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified as the evaluator inadvertently did not assess for undetected downstream occlusion but instead for false downstream occlusion alarms. The device is no longer in its as received condition and additional evaluation can not be completed. No cause was identified. The device will be required to pass all release testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a downstream occlusion sensor failure. There was no patient involvement. No additional information is available.